Event description:
It was reported that prior to using the bd¿ needle 5/8 in. Single use, sterile, 25 g, a mix of product types was found in the pack. The following information was provided by the initial reporter: customer advised that 1" needles were labelled as 5/8" and were found mixed in with the box that was supposed to be 5/8" needles.

Manufacturer narrative:
It was reported 1 inch needles were labelled as 5/8 inch and were found mixed in with the box that was supposed to be 5/8 inch needles. To aid in the investigation, three photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other two photos show five packaging blisters with needle assemblies in them. Four needle assemblies have a longer needle than the one that is in the middle of the samples shown. No other defects or imperfections were observed. This defect could occur if an associate added products with the incorrect length to the product hopper. A device history record review was completed for provided material number 305122, lot number 7236556. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Training was provided to the associate to verify the material and prevent mixed products. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.